Event description:
It was reported that rail cutter bit was broken inside the patient's vertebral body. The broken fragment was able to be retrieved. It was also reported that the instrument had been used multiple times, though it is labeled as a single use instrument. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.